Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was found on the lcd board, motherboard, interfaceboard, rf board, motor, vibrator and battery tube assembly during visual inspection. The pump was received with normal operating currents, and no blank display was noted during testing. The following cosmetic damage was also found on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump is off and won't turn on. The patient's blood glucose at the time of incident is unknown. The customer stated that she forgot she was wearing it when she got into the lake; the pump was fine at first and then after three or four hours it went dead. Troubleshooting was initiated for pump exposure to fluid, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.